Event description:
Boston scientific received information that remote monitoring revealed a low shock impedance measurement had occurred. A follow up visit was performed. Interrogation revealed normal threshold, amplitude and impedance measurements. Three shock impedance measurements revealed normal measurements. The device was reprogrammed to rv-can and the system will be further monitored with a follow up scheduled. A chest x-ray revealed the lead remained in position. An internal technical service (ts) consultant was contacted. Technical service reviewed the data and confirmed one low shock impedance measurement. Other values were stable and within normal range. Ts recommended that although the impedance in the last follow-up was stable and in-range, further lead integrity evaluation be performed.

Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.